Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge leaking issue could not be verified. The unexpected reset allegation could not be verified as the pump was not returned for evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from an undefined area. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Customer's blood glucose level was 130 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.